Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, the patient underwent endovascular treatment for an abdominal and iliac artery aneurysms using the gore® excluder® aaa endoprostheses and the gore® excluder® iliac branch endoprostheses. After deployment of the iliac branch component (ibc), coil embolization of the inferior gluteal artery was performed. Subsequently, two internal iliac components (iics) were deployed from the left internal iliac artery to the superior gluteal artery. A contralateral leg was then deployed to connect the trunk ipsilateral leg with the ibc. The patient tolerated the procedure. Postoperatively, mild gluteal claudication was noted, although CT confirmed preservation of blood flow in the left internal iliac artery. In (B)(6) 2026, follow-up CT demonstrated complete occlusion of the left internal iliac artery. Persistent symptoms of gluteal claudication were also observed. The event is ongoing.